Manufacturer narrative:
Additional information: the device is not available for evaluation. A review of the device history record identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. No definitive conclusions can be made as to the cause of cage migration. However, investigations of other complaints of this nature determined that a higher complaint rate has been experienced in (B)(4), suggesting that the issue may be technique related in that country. A CAPA has been initiated to further investigate cage migration occurring in japan and to document the corrective action activities. At this time, the complaint is considered to be closed.

Event description:
On (B)(6) 2013, international affiliate reported that l3-5 instrumentation was performed on patient with spondylolisthesis. The immediate post-op x-ray found the concorde bullet cage was in place. However, two to three weeks after this surgery, the concorde bullet cage was found to have backed out/migrated out of position. Additional information was received from international affiliate on (B)(6) 2013 indicating that a second cage had been removed during the revision surgery and that cage has also backed out. This medwatch report is being filed for the second cage. See mfg medwatch report# 1526439-2013-12237 that was filed for the first concorde bullet cage that was involved in this event.

Manufacturer narrative:
The device was given to the patient and is not available for evaluation. A follow up report will be filed upon completion of the investigation.